Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A certified ophthalmic assistant reported a patient with stage 1+ diffuse lamellar keratitis (dlk) in a patient's left eye one day post lasik. Topical steroid drop was increased to every one hour. Three days later, dlk was decreased to stage trace and superiorly. Topical steroid dosage was decreased to every two hours. Upon follow up, dlk is still present. An oral steroid was prescribed to be used four times a day. The patient continues to be monitored.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior to and after the day of treatment. No abnormalities that could have contributed to this event were found during device history records review. Log file review shows that the energy stayed stable in the expected ranges during the complete day and also no further issues can be identified. No technical problem can be identified. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).

Event description:
Upon additional follow up, diffuse lamellar keratitis is reported to be resolved. Patient will be seen for annual eye exams.